Manufacturer narrative:
Result of investigation: it was determined that the root cause of the issue was the power board bellavista 1000. Internal pollution with electronically conductible dust. The concerned signal line is due to its function critical and therefore sealed that environmental influences should not affect the device functionality. The sealing was checked and does not comply with the expectation of imt ag - an electrical connection to sealed components was possible. As a resolution by cleaning one of the polluted components on the board, the error could no longer be reproduced. This concludes that the pollution in addition with the improper sealing is the cause of the error. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. However, vyaire technical support requested to customer to send video of the unit and provided troubleshooting instructions. No root cause has been determined yet because the investigation is still on going. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that bellavista 1000 is switching on/off independently. There's no patient involvement from the reported event.